Event description:
It was reported that the pump became hot to the touch and recorded temperature alarms. There was no adverse impact to the customer's blood glucose level. Corrective actions included tandem technical support advising the caller to use manual daily injections as a backup therapy while a replacement pump with updated software was sent to the customer. The caller was also instructed on how to put the pump into storage mode, return the problematic pump using a pre-paid label, and program and connect their replacement pump properly. All instructions were understood and acknowledged by the caller.